Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(6): there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved and the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Friend is calling on behalf of the customer. Caller stated that the customer was currently at the hospital due to her blood glucose being high. Caller did not know if the customer was currently experiencing any symptoms related to diabetes. Caller requested test strips for the customer. Call was initially received by coordinator who transferred customer's information to technician. Technician attempted to contact customer - unable to contact customer at this time. No further information was able to be obtained.